Event description:
A surgeon reported that during laser assisted cataract surgery, he could not get into his incisions. After the nucleus was removed a radial tear was noticed. A vitrectomy was performed and the patient was left aphakic. Additional information was requested. Ref: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).